Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. Device remains implanted. This relates to the left side.

Event description:
Healthcare professional reported, deflation. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to confirm, as it is a medical event. Not related to the device. Additional observations: crease fold observed, in the device. Brown particles in the surface of the shell. Calcification white observed, in the surface of the shell. Broken striated assessed, as surgical damage. Observed, in the device. Observed, opening sharp assessed, as an unidentified (tear) opening (shell thickness was within specification). Wear abrasion observed, in the device.